Event description:
On (B)(6) 2025 a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2025, the patient experienced stoma site irritation. The patient went to the emergency room and a physician diagnosed the patient with stoma site inflammation and prescribed oral antibiotic zinadol for 10 days twice daily and topical spray polvo for 7 days. At the time of report, the stoma site was in much better condition.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.